Event description:
Material no.: 305617. Batch no.: 8246669. It was reported that during use of the bd syringe 20ml ll tip conv pak the syringes are leaking around the plunger during production. This occurred on 47 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: leaky syringes the observed leaks were found on the plunger of the syringes.

Manufacturer narrative:
H.6. Investigation: five (5) photos were provided by the customer for investigation. The photos show syringes filled with a clear liquid and are focused on the plunger which has been pulled out to the maximum volume in every photo. Leakage past the stopper does not appear to have occurred as no liquid can be seen in any of the syringes past the stopper. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the photos provided by the customer the condition of leakage past the stopper cannot be confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 305617, batch no.: 8246669. It was reported that during use of the bd syringe 20ml ll tip conv pak the syringes are leaking around the plunger during production. This occurred on 47 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: leaky syringes the observed leaks were found on the plunger of the syringes.